Event description:
During follow-up, non-sustained oversensing due to post-paced t-wave oversensing was observed. Reprogramming was recommended to resolve the issue and the patient was in stable condition.